Event description:
It was reported that, "from day 1 this patient has been experiencing pain. A bone scan was done and it shows a loose cup. He has back and knee pain. Right leg is longer than the left leg. He has been doing research and would like to know if any of his implants have been recalled."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk, description: accolade right hip replacement. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.